Manufacturer narrative:
Device was initially received for the complaint that unable to clear or stop the constant beeping. The housing was opened to inspect boards and mech and no obvious damage found. During investigation found the downstream occlusion sensor was damaged. This malfunction makes the event reportable. The review of event log found that there are no errors related to the customer complaint. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found the scratches on the lens. During testing, the problem was confirmed. Therefore, the dso (downstream occlusion) sensor and case detection were replaced. Additionally, scratches were detected on the lens. The affected part was replaced. Performance verification tests were performed and all tests exceeded specifications. The probable root cause was the dso sensor and case detection.

Event description:
It was reported that unable to clear or stop the constant beeping. The housing was opened to inspect boards and mech and no obvious damage found. During investigation found the downstream occlusion sensor was damaged. This malfunction makes the event reportable. The event occurred during testing and there was no patient involvement.